Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had dislodged from the left ventricle. The patient spouse noted that the patient was having stomach palpitations and that the impedance measurements dropped about a month ago. The lv lead was programmed off then explanted and replaced. No further patient complications have been reported as a result of this event.